Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Device is not distributed in the united states, but is similar to device marketed in the USA. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. A review of the device history records has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported patient underwent an open reduction internal fixation (orif) using the proximal femoral nail antirotation (pfna) for femoral trochanteric fractures on (B)(6) 2018. During the procedure, as surgeon was attempting to insert the pfna blade, the buttress compression nut, which was attached to the protection sleeve, detached from the connection portion of the aiming arm. The devices were used by holding the protection sleeve. Surgery was completed with no delay and no adverse consequence to the patient. Concomitant device: pfna blade (part unknown, lot unknown, quantity 1). This report is for one (1) aiming arm for pfna blade. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Part: 03.010.406; lot: 2799381; manufacturing site: bettlach; release to warehouse date: november 08, 2011 the device history record shows this lot was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional, visual and functional criteria at the time of release with no issues documented during the manufacturing process. Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. Investigation selection investigation site: cq zuchwil; selected flow: 2. Functional - unable to assemble visual inspection: the aiming arm is in a very good condition with only slight scratches at the guiding holes. Functional test: a functional test with another matching buttress compression nut & protection sleeve was performed. The returned aiming arm passed the functional test successfully. The buttress compression nut & protection sleeve could be attached and dismantled as intended. There was no problem with the connection of the aiming arm as mentioned in the complaint description. Dimensional inspection: not required per selected investigation flow, as the complaint condition could not be replicated with the returned devices. Drawing/specification review: not required per selected investigation flow, as the complaint condition could not be replicated with the returned devices. Summary: based on the provided information we are not able to determine the exact cause of this complaint. We only can assume that possibly an insufficient connection, or not exactly following the surgical technique steps, could have contributed to the complained issue. Please refer to the current technique guide. Since the reported occurrence could not be reproduced, we determine this complaint as unconfirmed. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: the device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.